Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in the device. The patient alleged headaches, chest tightening, throat and eye irritation, sinus infactions and dizziness. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, chest tightening, throat and eye irritation, sinus infactions, dizziness and also black particles in the device. There was no report of seriuos or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of dust contamination on the blower and in the blower. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 v1. Using the fit tool (ER 2245460 v1), pil observed foam adhering to the tool confirming the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination consistent with device enclosure, and airpath. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.